Manufacturer narrative:
The device was not returned for analysis, however suboptimal medical documentation and imaging studies were available for review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Twenty four months post implant, there was substantiated evidence of: a rupture; a partially obstructed stent (both cuff and main body thrombus); and, a type iii b endoleak. Additionally, there was a competitor's stent within the left iliac artery, and there was inadequate proximal stent overlap, but no evidence of type iii a endoleak. The secondary procedure of a main body relining was also substantiated, but the inadequate overlap remained. There was a fabric billowing verses a persistent endoleak in the same posterior area prior to the repair, although there was a slight decrease in the sac size. The final disposition of the patient could not be established due to lack of information, however it was reported that the patient tolerated the secondary procedure well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the type iii-b endoleak could not be conclusively determined.

Event description:
It was reported that approximately 23 months post implant of a bifurcated device and a suprarenal aortic extension the patient presented emergently and was symptomatic. Reportedly, the patient came in on (B)(6) 2014 with a contained rupture. The physician elected to treat the patient with bifurcated device to seal the rupture. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.